Event description:
A revision surgery occurred ((B)(6) 2019) approximately 35 days after the primary surgery ((B)(6) 2019). According to the sales rep, the patient fell and required a revision of the glenoid component. The explanted parts include 36mm centered glenosphere with screw (ref: 105-3610), 24mm cementless baseplate (ref: 105-0024), and 36/+6 standard humeral cup (ref: 103-0806).